Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that their device had been sent out to a third party service agency for repair. The customer advised that the device was repaired and returned; however, the customer could not state specifically what parts were replaced to resolve the reported issue. The customer advised that after receiving the device back from the third party service agency, proper operation was observed through functional and performance testing. The unit was then placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present. The device also took an abnormally long time to boot-up. The biomedical engineer estimated that it took more than 10 minutes to boot. As a result, if defibrillation had been necessary it would have been significantly delayed. There was no patient use associated with the reported event.